Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was using an implantable neurostimulator (ins). The reason for call was patient reported over the weekend the controller is messing up when charging the ins, the screen faded white and they reset the controller and controller is working. Patient reported over the weekend they were on group b and they felt the stimulation going all the up and they lower the stimulation. Patient stated the device change from group b to group a on its own. Patient stated they checked group b and the stimulation was at 6.1v and they don't have the setting that high. Patient stated they have had different problems for awhile and they spoke with the hcp ofc about it 4-5 months ago. Patient stated the stimulation get stronger or lower. Patient stated the hcp said patient might need a new system because medtronic replacing the system at 5yr or more and her ins is 5yrs old. Patient reported when walking they feeling vibrating and they turn down the stimulation. Patient stated when they lay down on the back they intensity increases. Patient stated when recharging the ins, the ins will charge up but the controller battery pack will not deplete. Patient services specialist (ps) asked patient to connect with the controller, controller shows ins 100% and controller 40% charged and recharging while plug into the outlet. Ps asked patient if she uses adaptive stim and patient said yes. Ps assisted patient with navigating the controller to check adaptive sitm setting. Patient stated the controller shows standing when she is sitting and position did not change when patient changed position. Ps assisted patient with turning adaptive stim off. Ps reviewed device function, ins longevity. Ps confirmed patient did not have fall or trauma recently. Patient mentioned falling a year ago. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Ps reviewed controller is functioning as intended. Ps asked patient to inspect the recharger (rtm) for visible damage and patient said there is no visible damage on the rtm. Patient mentioned this is her 3rd controller.redirected caller: patient's hcp patient stated the controller screen faded light and they had to reset the controller and controller is working.ps reviewed best practice with recharging hte controller. Ps reviewed longevity. Ps reviewed reps role.redirected caller: patient's hcp.